Event description:
Clinical specialist reported patient was taken to the hospital and diagnosed with ketoacidosis. On follow up call, patient reported experiencing elevated blood glucose levels after changing the infusion set. Patient stated she received a blood glucose reading of 526 mg/dl, drove to the doctor's office where he took her off of the pump and placed her on injections. Patient reported she removed the infusion set and noticed that the cannula was crimped; no signs of leakage. Patient stated she drove to the hospital where they treated her with IV fluids and injections of lantus and novolog. Patient discarded the alleged infusion set; no product will be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.